Event description:
It was reported that during a total gastrectomy procedure, there was an error sound. Error code 5 was indicated when replaced the blade. There was no adverse consequence to the patient.